Manufacturer narrative:
Pending investigation.

Event description:
As reported, the patient underwent a revision due to recall/advisory. No other information provided.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: b5, d1, d4, h4, h6.

Event description:
Additional information received states the patient underwent a revision due to debonding of the femoral component with extensive osteolysis. The knee was resected and reimplanted. The implants were worn.